Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain and heating at the ipg site. The patient had a fall about two and a half weeks prior to reporting the issue. As a result, the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively. Issue resolved.